Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing gradually. Additional information received indicates that this ICD was explanted and a new ICD with a different model was successfully implanted. The ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing gradually. Additional information received indicates that this ICD was explanted and a new ICD with a different model was successfully implanted. No additional adverse patient effects were reported.